Event description:
The system 5 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the handpiece had run on. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was confirmed during evaluation that the handpiece would run on without activation due to a loose screw that became stuck in the carriage assembly. The handpiece was determined to have third party tampering to the asic, the motor, the carriage assembly, wires, and the trigger assembly. These components were replaced as well as additional components as preventative maintenance before returning the handpiece to the customer.

Event description:
The system 5 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the handpiece had run on. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.